Event description:
On (B)(6), 2014, the ICD was interrogated and a warning message was displayed related to one reset that occurred on (B)(6), 2014. The ICD was found programmed in vvi mode upon interrogation, whereas it was reportedly previously programmed in ddd mode. Patient was questioned, and no specific patient activity was identified that could have caused a reset on (B)(6), 2014. Preliminary analysis showed that the reset was caused by the corruption of a parameter.